Event description:
A dialysis facility reported that there were frequent tmp alarms during a hemodialysis treatment. Blood in the extracorporeal circuit clotted since they were unable to clear the alarms. Blood loss was <100 cc. And the pt was transfused with 30 cc. Of packed red blood cells.